Event description:
The reporter stated that a small plastic piece detached from where the needle is shrouded. In addition, 2 kits were found cracked. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicates that samples from the 2 kits reported as "cracked" were unavailable for return. The sample reported to have the small broken plastic piece was available. One sample has been received from the customer; however, smiths has not yet completed the investigation into this issue. A follow up report will be submitted when the investigation has been completed.